Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged heart issues while using the machine and her arms would become numb. She said when she has off the machine she does not have this problem. She also stated that the meter that tells her if she is getting enough sleep or not is not working proper. Device will not turn on/device not functioning, difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.